Event description:
This case was reported by a consumer and described the occurrence of bleeding throat in a female pt who received poligrip (super poligrip denture adhesive cream) for denture adhesion. A physician or other heath care professional has not verified this report. Concurrent medical conditions included denture wearer. On an unk date, the pt started poligrip. At an unk time after starting poligrip, the pt experienced bleeding throat when the product oozed down into her throat. The pt's husband tried to remove the product that has oozed onto the back of his wife's throat. When he attempted this, her throat bled. This case was assessed as medically serious by gsk. At the time of reporting, the events were resolved. Super poligrip denture adhesive cream is manufactured in another country and neither the product nor lot number for this product is available. No corrective actions have been required based on this report.

Manufacturer narrative:
.